Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 07/14/2018 to 9/23/2020 and confirmed that this device was previously returned for servicing unrelated to the customer reported issue. There were no production failures which correlate to the customer reported issue.

Event description:
It was reported that a device's buttons were not working and the device therefore could not be turned on. There was no reported patient involvement.